Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was due to downstream occlusion(dso). The dso sensor was replaced.

Event description:
The device was returned for a no disposable alarm. During physical inspection, it was found that there was a defective downstream occlusion (dso) sensor.